Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown restoration monolithic ps stem. Additional devices listed in this report: unknown trident cup. Unknown 36 v40 head. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report. Hospital discarded.

Event description:
It was reported that they revised a right total hip because of infection.

Event description:
It was reported that they revised a right total hip because of infection.

Manufacturer narrative:
An event regarding infection involving a restoration monolithic ps stem was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. A review of the device history records could not be performed as no lot information was provided. Complaint history review could not be performed as the device was not properly identified. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.